Event description:
Additional information received indicates the patient's system was explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. It is unknown if the ipg depleted normally or prematurely. Surgical intervention may take place at a later date.